Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), male patient who was receiving morphine 20mg/ml at 3.5 mg/day via an implantable pump for non-malignant pain. On an unknown date in 2015, the patient's incision split open, was oozing and got progressively worse. The pump started coming out. The patient developed an infection and the pump was explanted on (B)(6) 2015. The pump was sticking out about an inch when it was removed.

Event description:
Additional information received reported the patient had developed an infection at the incision. The pump and catheter were removed and per the patient they "flooded the pocket and the tunnel from the catheter¿ with antibiotics. The patient was on oral antibiotics for over 2 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.